Manufacturer narrative:
Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. The 100% online inspections which were completed verify the inflation and deflation capabilities of each balloon catheter. If a balloon catheter was not capable of deflation this would be detected online during the inspection processes. The root cause of this issue is inconclusive but most probable root cause is operational context. There is adequate controls within creagh medical manufacturing system to detect catheters that do not deflate.

Event description:
Indication for treatment: hyperpressure of an av access. Treated artery: basilic vein the balloon didn't deflate. It was tried to change the inflation device, but the same problem occured with another one.